Event description:
It was reported that noise resulting in oversensing, inappropriate anti-tachycardia pacing (atp), and inappropriate high voltage therapy was noted on the right ventricular (rv) lead. The device was reprogrammed to disable therapy. Additionally, high pacing impedance and inadequate capture where noted on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the high pacing impedance and noise resulting in oversensing events were sensed by the device, leading to inappropriate anti-tachycardia pacing (atp) and inappropriate high voltage therapy.